Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was implanted on an unknown date; (B)(6) 2004, (B)(6) 2008 or (B)(6) 2009. The obtryx and the advantage devices were reported as implanted by the following two physicians, but it is unknown by which one: (B)(6).